Manufacturer narrative:
The subject device was not returned to any of the olympus locations because the user did not apply for further repair. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after the regular medical examination using the subject device in combination with the video processor otv- s190, it was found that the subject device alarmed that the emergency lamp was damaged. The user replaced the subject device to another similar device to complete the intended procedure without more than fifteen minutes extension. Then, the field service engineer of olympus china informed from the user that the reported phenomenon (damaged emergency lamp) was found by blinking of the emergency lamp indicator which indicated that the emergency lamp was broken. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The subject device was not returned to any of the olympus locations because the user did not apply for further repair. Therefore, olympus could not investigate the subject device and could not determine the exact cause of the reported phenomena (emergency lamp failure and indicator blinking to indicate the failure). If additional information is received, this report will be supplemented.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: a1. Correction to g3 of the initial medwatch. The aware date should be 10-oct-2021. Olympus will continue to monitor the field performance of this device.